Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on approximately (B)(6) 2025, they experienced hypoglycemic convulsions with epileptic seizures in the middle of the night at his home. Earlier that day at around 3 p.m the patient had a hyperglycemic event. He followed the pump's bolus recommendations except for 3 additional units, which he administered manually, as he sometimes does. He was on public transport and did not take a capillary blood test. He arrived home at around 10:30 p.m., went to bed, and his blood glucose decreased. He quickly lost consciousness and began convulsing due to hypoglycemia. His wife tried to raise his blood glucose but ended up calling emergency services. Firefighters transported him to nord franche comté hospital. He was discharged on (B)(6) 2025. The patient was left feeling vulnerable and weakened as a result of this incident but was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.